Event description:
A consumer reports she is greatly bothered by halos when driving at night following unilateral intraocular lens implant surgery. Additional information has been requested from the implanting surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.